Event description:
International affiliate reported that the device tore at an unspecified time after placing the device in service. A replacement device was obtained. There are no reported adverse patient consequences.